Manufacturer narrative:
(B)(4). The unit powered up with a blank display due to a crack at the bottom of the plastic which houses the battery compartment. The metallic battery sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform the displacement test due to the poor connection. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. There¿s also another crack in the battery threads which starts at the left belt clip rail, runs horizontally across the side of the unit to the front, and continues onward onto the liquid crystal display window. The crack is minor in that the user can easily read and navigate the menus. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.